Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the system was taken out due to the fungal infection. No adverse patient effects were reported. The ra lead was explanted.